Event description:
The customer reported that the system shut down during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The 5 volt power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.